Event description:
Information was received from a manufacturer representative regarding a patient receiving clonidine with an unknown dose and concentration, bupivacaine with an unknown dose and concentration, and dilaudid (hydromorphone) with an unknown dose and concentration via an implantable pump for spinal pain. It was reported personal therapy manager (ptm) was showing code (B)(4). Code meaning was reviewed meaning motor stall. The manufacturer representative (rep) was calling to confirm the code meaning and rep will follow up with healthcare professional (hcp) to review motor stall considerations. The patient experienced increased pain. It was noted as a sudden change in therapy/symptoms. Event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: dilaudid with concentration 12 mg/ml at a dose rate of 0.076 mg/day, clonidine 960 mcg/ml at a dose rate of 6.05 mcg/day, and bupivacaine with concentration 25,200 mcg/ml at a dose rate of 159 mcg/day. This was minimum rate mode. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep on (B)(6) 2017 came from the health care professional

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the rep was assisting with pump replacement on (B)(6) 2017 and would be sending the pump back to the manufacturer for analysis. On this report date, a different rep also reported that he was initially notified of the event by the managing doctor who was on call and had called the rep to ask what the numbers on the personal therapy manager (ptm) meant because he had a patient that was getting an error code. Troubleshooting was performed; the rep consulted with technical services who told the rep that the code was for a motor stall. Actions interventions taken were reported; the patient was asked to go to the hospital on (B)(6) 2017 to get intravenous (IV ) medication to help with any withdrawal symptoms, he was in the hospital until (B)(6) 2017 and then was sent home on oral medication until his replacement which was taking place on this report date. The patients weight at the time of the event was unknown. The rep went to the hospital on (B)(6) 2017 with a nurse from the pain clinic to silence the alarms and turn pump to minimum rate per the doctor¿s orders, at the time, the pump was still stalled and was alarming. The cause of the motor stall was unknown, it was noted that per the patient, he had not been around any electromagnetic interference (emi) nor did he recently have a magnetic resonance imaging (MRI). No further complications were anticipated/reported.